Manufacturer narrative:
The reported event was addressed with phone support. The clinical sales associate (csa) confirmed with the field engineer that the in-service will be provided for best practices for fiber cable usage. No further issues. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Intuitive surgical, inc. (Isi) has not received the accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported they had issues with an unknown instrument having some thermal damage. Previously, the customer had a similar issue with a vessel sealer failing but had no additional information. The procedure was completed.